Event description:
The customer reported that a pt died while being monitored by an mp30 device. The device was not connected to the network.

Manufacturer narrative:
This is a duplicate of report # 9610816-2014-00238.

Event description:
The customer reported that a patient died while being monitored by an mp30 device. The device was not connected to the network.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.